Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified no damage was present. Functional testing of the device confirmed the tip lock slid easily and the tip started shaking when the device was powered on. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to the tip lock thickness dimension being manufactured at the low end of specification. A corrective action was previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery that the tip was removed from palsavac. No piece of the device fell into the patient. No adverse event was reported as a result of the event.